Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse opted to replace the patient side manipulator (psm) due to the insertion axis not moving when arm clutch was pressed. There was also a recoverable fault alert but there was no system prompt that was present. The system was tested and verified as ready for use. The psm was returned for investigation; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the device is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the patient side manipulator (psm) 1 axis3 was observed to be not moving at all even after the clutch button was pressed. The intuitive technical service engineer (tse) advised the customer to perform an emergency power off (epo), but the reported complaint remained. The customer confirmed that the psm did move but did not return to its original position. The procedure was completing as planned with no reported injury using three universal surgical manipulators (usms). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure with 3 usms as the issue was not resolved on the psm 1. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The patient side manipulator (psm) was analyzed, and the reported failure of non-intuitive motion along the insertion was confirmed and reproduced during sine cycle. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.